Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was relocated. The patient is doing well postoperatively.